Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted with the device on (B)(6) 2017. It was stated they were fine until (B)(6) when they started to fall. It has become so bad that they now use a wheelchair, and they said they were told they would have to use it for the rest of their life. The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017 because the doctors thought they had a stroke. It was stated they would like the shunt removed, but their surgeon told them they would need to wait 3 to 4 weeks before they could have it removed.